Event description:
It was report that while doing tibial nail, as the surgeon hammers the driving cap, the fixation pin becomes loose and backs out completely. The surgery was completed successfully.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: lot # provided is not a valid lot number for this device, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that driving cap (03.043.028) had broken weld, pin fell apart and spring become loose. The issue reported regarding the fixation pin in driving cap was assessed by materials and testing and r&d . Although the part was not returned for this complaint, previous incidents resulted in a memo from r&d explaining the deficiencies in the weld. Since the cross pin through the pull button was not returned the weld at the tip of the part which is manufactured by the same vendor was assessed. Materials and testing provided the memo that showed some deficiencies in the weld. Conclusion from r&d was that although the weld might not be perfect there must be some significant load leading to the failure of the weld. Materials and testing subsequently performed a finite element analysis to investigate origin of stress at the interface between cross pin and pull button. Analysis showed that strong off axis hammer blows can lead to oscillations in the system that can cause stress that can lead to breakage of the laser weld at the end of the pin and subsequent migration. The overall complaint was confirmed as the observed condition of the driving cap would contribute to the complaint about the device issue. Based on the investigation findings, potential cause can be attributed to caused traced to user and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.